Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that smoke was coming out of the programmer and that it was unable to power on. An odor was found coming from the power supply after attempting to power on. The power supply was replaced. Device passed all final and functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that smoke was coming out of the programmer and it was unable to power on. There was no patient involvement reported.